Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Screws - catalog #72403885, serial #(B)(4), manufacture 03/2006, expire 03/14/2007. Implanted (B)(6) 2006. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent as appropriate. Lawyer-filed report - (B)(4).